Manufacturer narrative:
Block d2b: pro code (product code): pcu; reported here as this exceeded character limit for the designated field. Block g4: premarket/510(k): k163272, k181905, k220112, k233318; reported here as this exceeded character limit for the designated field. Block h6: imdrf device code a04 captures the reportable event of stent cover damaged.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted in the stomach for drainage during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure performed on (B)(6) 2024. During the procedure, the axios stent was successfully implanted; however, it was noted that a portion of the stent was not covered by the stent cover. The procedure was completed using the original stent, and the physician plans to remove it in about ten weeks to prevent tissue ingrowth. No patient complications were reported due to this event. Note: it was reported that the axios stent was intended to be placed for an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated for an edge procedure.